Event description:
It was reported that the peripherally inserted central catheter (PICC) line outer layer of wire stylet embolised after being inserted in 2007. Reviewed process of all PICC lines of this type inserted. According to manufacturer's guidelines (have discussed technique with operator today) operator states that he never cuts the wire. Patient is currently being followed up for further chest x-ray to plan management and confirm event.

Manufacturer narrative:
Sample will not be returned for evaluation.